Manufacturer narrative:
The drill was received at the manufacturer for evaluation, but the alleged condition of the device overheating during usage could not be confirmed. Based on the investigation details, a possible cause for the alleged overheating was problems with bearings, nose cone, bearing stop, and rotor, which have been replaced along with other components as part of preventive maintenance. Service did a clean lube, and adjust to the device, and it was returned to the customer.

Event description:
It was reported that this facility has experienced repeated overheating issues. There has been no reported patient/user injury or any adverse consequences, and there was no known clinically relevant delay in procedures while a backup device was located.